Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would power off while she was attempting to test her blood glucose. The complaint was classified based on information obtained during a follow up call by the (B)(4) on (B)(6) 2012. The patient confirmed that the alleged power issue began in (B)(4), but was unable to recall the specific day/time. The patient stated that she tests her blood glucose twice a day and that her normal readings are between 80-90 mg/dl. The patient reported managing her diabetes with 20 units of regular insulin (unknown type) and 35 units of nph insulin (unknown type) every day and denied making any changes to her normal diabetes management as a result of the alleged issue starting. The patient informed the mss that a day after the alleged power issue began she started to "urinate frequently, feel sweaty, and developed dry skin," which she associated with a high blood glucose level. The patient was unable to test her blood glucose at the onset of symptoms do to the alleged power issue. The patient denied treating herself with insulin at the onset of symptoms because she "did not want to give herself to much or too little insulin." The patient mentioned to the (B)(4) that she made a doctor's appointment at an unspecified time, after the alleged issue began, in response to the onset of symptoms. The patient stated that her blood glucose was tested when she was at her doctor's appointment, but she could not recall what the reading was, just that it was high. The patient informed the mss that once she got home from her appointment she administered herself with an unspecified amount of insulin.at the time of troubleshooting the cca noted that the subject meter did not need a new battery and that there had been no misuse to the subject meter. At the time of troubleshooting the alleged issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury after not being able to test her blood glucose as a result of the alleged issue. In addition, the patient was seen by her doctor and claimed to have gotten a high blood glucose level after the onset of symptoms and required self administration of insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.